Manufacturer narrative:
Date of event: exact date unknown, event occurred a month prior to (B)(6) 2021.

Event description:
It was reported that patient was having an non device related infection, and the cause is unknown. The revision procedure did not take place because of the high blood cell count. The patient was referred to the primary care provider to figure out the reason of the high blood cell count.